Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer and analyzer have an electrocardiogram (ECG) and threshold problem. Both products were returned to the manufacturer for servicing. This event occurred during setup and prior to use, there was no patient involvement.